Event description:
It was reported that high, out of range pacing lead impedance was observed. A fracture on the sense/pace portion of the lead was suspected. The pace/sense portion was capped and replaced. Defib portion of the lead remains active. No complications were observed.